Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. Blood leak test strips were used and tested positive for the presence of blood. Additional information was obtained during follow-up with a user facility registered nurse (rn). The blood leak was noted as being an internal blood leak. The leak was not visually observed at the arterial end of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: a sample was returned from the reported lot for evaluation. During gross visual examination, a broken fiber was noted at approximately 20°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the broken fiber was confirmed. The potted end, and the shortest end, measured approximately 4.67mm in length from the polyurethane. The opposing end of the fiber was in close proximity. There was no other damage or irregularities noted. The reported issue is confirmed. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A review of the production record was performed. The production record review showed there were two approved temporary dns in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient's hemodialysis (hd) treatment. Blood leak test strips were used and tested positive for the presence of blood. Additional information was obtained during follow-up with a user facility registered nurse (rn). The blood leak was noted as being an internal blood leak. The leak was not visually observed at the arterial end of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.